Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported for his son via phone for blank display with red flashing light. The customer¿s blood glucose level was 114 mg/dl. Customer reported that the patient was in the pool and when patient got out from pool , pump was blank with red flashing light flashing. Customer reported that, the pump has been exposed to moisture recently. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to verify critical pump error due to blank display. Unit received with corroded motor home switch, minor scratches on case, pillowing keypad overlay, serial number label missing and minor scratches on lcd window.